Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received, ¿the implant seemed to give more offset and length than expected. Worried that the implant was not sitting on the neck properly¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that delta cer head 12/14 36mm +8.5 presents sign of implantations attempts, since the taper area presents signs of metal transfer consistent with the interaction with the femoral stem. However, no defects or signs of a device nonconformance were observed. A dimensional inspection was performed for the femoral head and met specifications. However, a functional test was not complete since the reported mating device was not returned for evaluation. A manufacturing record evaluation was performed for the finished device [136536330 / 4453385] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Additionally, the review of the dimensional protocols performed by the supplier revealed that dimensions were within the specified tolerance. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 36mm +8.5 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot protocols and acceptance certificate were reviewed. The quality documents show that the data obtained on the femoral head conformed to the specification valid at the time of production. The review of the dimensional protocols of the finished good (136536330 / 4453385) was performed. Measurement results show that the dimensions were within the specified tolerance. Device history review a manufacturing record evaluation was performed for the finished device [136536330 / 4453385] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Corrected: h3.

Event description:
The implant seemed to give more offset and length than expected. There was concern that the implant was not sitting on the neck properly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.